Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4 on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to printed circuit board (g1) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the lack of image was due to a printed-circuit board failure. The device evaluation also found that poor brightness due to lcd panel failure. It was also found that there was a crack on the screen frame and scratches on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the monitor has no image. The issue was found during inspection. There were no reports of harm.